Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the product was tested, the surgeon was able to squeeze the handle and the clip was twisted and fired and were not loading properly into the jaws. Another device was used to resolve the issue. There was no patient injury.